Event description:
Info received indicates, the head section can be raised but it will not lower completely.

Manufacturer narrative:
The tech found the head section cylinders leaking. The tech replaced the cylinders to repair the stretcher.